Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented to clinic lead non-sustained vt/vt episodes due to noise was observed. Patient as asymptomatic and did not experience any adverse consequence. All other measurements were stable and in range with only one occurrence. Noise was determined to be due to emi. No action to be taken. Patient was discharged.